Event description:
Report 2 of 2. It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that the rubber stopper remained in the tube. This occurred in 27 tubes. No patient impact reported.

Manufacturer narrative:
Investigation summary: bd had not received samples or photographs for investigation. A total of 29 retained samples were functionally tested and were found to be within product specification. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for lot 5055456, with respect to the indicated failure mode closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2. It was reported that while using the bd vacutainer® sst¿ ii advance plus blood collection tubes that the rubber stopper remained in the tube. This occurred in 27 tubes. No patient impact reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.